Manufacturer narrative:
(B)(4).

Event description:
It was reported by a surgeon that a vns patient has high lead impedance. X-rays were received by the manufacturer for review. Lead impedance during the initial implant surgery was within normal limits. Review of the x-rays revealed the lead pin does not appear to be fully inserted, however due to the angle of the generator, it was difficult to confirm. The lead pin seemed to be past the connector block, but was not able to be fully visualized in the image. The generator was placed normally in the left chest. The strain relief present was not as specified in labeling. There was a strain relief bend, but no strain relief loop. Instead, it was another bend coming back down. Two tie-downs were used, one to secure each strain relief bend. The filter feedthru wires appeared intact. There were no sharp angles observed. A portion of the lead was behind the generator. No gross fractures or discontinuities were observed, but the portion behind the generator could not be assessed, and the presence of a microfracture also could not be excluded. The lead wires appear intact at the connector pin. Review of the manufacturing records for the lead revealed no anomalies during the manufacture of the device and met all specification prior to distribution. Additional relevant information has not been received to-date.